Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs to resolve the reported issue. The device then passed all testing.

Event description:
It was reported that a ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred. .